Manufacturer narrative:
The investigation into the reported issue has been completed. Data was not return for review. The device was received for evaluation. Visual inspection found biomaterial inside the pump housing & wrapped around the impeller. No other issues were found on the rest of the pump. The root cause of low flow was due to biomaterial ingestion. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. It was reported that impella flow dropped drastically after running for 5 mins. The pump was replaced. No patient harm was reported.